Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated that fluid was present in the overpouch of an infusor containing fluorouracil 4000 mg in dextrose diluent. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from december 22, 2015 to december 23, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, fluid was noted in the bag that contained the device. Upon further inspection, the cause of fluid inside the bag was visually identified to be untightened blue winged luer cap. A functional leak test was performed and no evidence of leak was found. No evidence of a device malfunction was found. Should additional relevant information become available, a supplemental report will be submitted.